Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/26/2015, the reported contacted animas alleging the patient's blood glucose that day was 330 mg/dl with large ketones, vomiting, nausea, and abdominal pain. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. A cartridge compartment crack was reported. It was reported the infusion set tubing detached when the reporter moved the pump. This complaint is being reported because the reported health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 02/04/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation revealed cartridge compartment damage. Review of the pump¿s black box revealed no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The returned cartridge compartment cap was able to secure properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. No power issues were experienced during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.